Event description:
Philips received a complaint on the heart/start xl indicating that the device has indicated a battery alarm. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Device is end of life / end of support.